Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the 6 infusion set cannulas were kinked. The infusion set was in use for 3 hours after insertion. The location of site was thigh and upper buttocks customer replaced infusion set and resumed insulin deliveries successfully. No further information available.